Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and low impedance were noted on the lead. The pace/sense portion of the lead was capped.